Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals. The patient underwent surgical intervention to surgically abandon the lead. A new lead was implanted. No additional adverse patient effects were reported.